Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited noise on the right ventricular channel. The noise could not be reproduced in clinic and the patient was asymptomatic. The patient will continue to be followed with routine evaluation.